Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system is intermittently loosing cine runs/names/images. It was reported that the images can not be found. There was no report of pt injury.